Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device (age of device: 1 year, 8 months). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed

Event description:
The patient was admitted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital from a clinic on (B)(6) 2018 with low hemoglobin. The subject received one unit of prbc upon admission. The account communicated that gi was consulted. The patient had a egd done on (B)(6) 2018. Over the course of admission the patient received 5 units of prbcs. The bleeding site was reported as unknown. At the time of the event, the patient received aspirin and warfarin. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The patient remains ongoing on vad support and no further issues have been reported. Bleeding is listed in the heartmate 3 instruction for use as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system (lvas). The patient care and management section provides information regarding anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.